Event description:
Customer's mother reported that on (B)(6) 2012, after wearing the device for about a day, her daughter's blood glucose reached 474 mg/dl. When it was removed, she noticed that the cannula was kinked.

Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to confirm the kinked condition of the cannula or to determine if it could have contributed to reported hyperglycemia. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," and advises "to avoid hyperglycemia (high blood glucose), check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."